Event description:
Info provided by the customer states that a fracture was noted in the angled part of the vessel and the pt complained of a femoral ache. Blood flow and nerve root did not indicate any problem.